Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It could be confirmed the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus (B)(4), it was found the dirt inside the light guide lens of the subject device.there was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), but was returned to olympus (B)(4). Olympus (B)(4) found that inside light guide lens was dirty as well as the light guide lens was cracked. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc could not conclusively specify the cause of the reported phenomenon. However based on the report of olympus (B)(4) and the past similar case, omsc surmised this phenomenon could occurred that the gap was generated at the light guide lens glue by physical stress or something like, which led moisture invasion and dirt inside light guide lens of the subject device. The instructions for safe use (IFU) warns not to apply impact on the device.